Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2020 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dys function/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient states the device is for bladder control but she has been having bowel issues as well. Patient states when she needs to have a bowel movement she has to go immediately. Patient states this has occurred ever since the new ins was placed. Patient states the new ins helped with urinary control for the first 4 or 5 days. Patient states after that, she has been going to the bathroom every 30-45 min at night. Patient states she started on program 1 but changed programs since. Patient changed from 3.8 v on p5 to 4.3 v on p1 during the call and feels comfortable stim. Patient states she felt stim more towards her rectum on p5. Patient services suggested keeping a notebook of stim and symptoms and follow up with the doctor as needed.  On (B)(6) 2020 it was reported that the patient is still wetting themselves. The patient stated that when they wake up in the morning, they are wet. The patient confirmed that they feel stimulation in the anus when they are pooping. Patient services reviewed how to change programs and the patient changed to program 5 at 3.4 v from program 4. The patient will monitor symptoms now that a change was made and will follow up with their healthcare professional if the issue is not resolved. On (B)(6) 2020 it was reported that the patient is still leaking and that she goes continuously at night. Patient states she still has to go right away when she has a bowel movement. Patient added the detail of feeling an uncomfortable shocking sensation when having a bowel movement. Patient states she tried to call her doctor, but is unable to make an apt at this time. Patient increased stim from 4.0 to 4.7 v on p3 and feels comfortable stim in the correct area. Patient services reviewed the option of turning stim off while having a bowel movement and redirected to the doctor again once they are able to take appointments. Patient could not provide a date of when the shocking started. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-05-04 (B)(4): additional information was received from the patient. The patient said that the shocking has resolved. They had not notified their healthcare professional of the shocking. No further complications were reported.

Manufacturer narrative:
Correction: patient code (B)(4) was added.